Event description:
Balloon catheter broke at the tip. Additional information was requested.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.